Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 30's mg/dl and 40's mg/dl. The customer treated with orange juice. The customer's current blood glucose was 175 mg/dl. The customer also had low reading of 49 mg/dl and 42 mg/dl in the morning. The product was not returned for analysis.